Manufacturer narrative:
Additional information provided noted that measurements were within normal range and the system remains implanted and monitored.

Manufacturer narrative:
Additional information received noted that the shock impedance had increased and were out of range once again. During a follow up the various shock vector configurations were tested but the lowest shock impedances was in the triad configuration and thus a short terms follow up was scheduled, meanwhile the device was reprogrammed. No adverse patient effects were reported. This system remains implanted.

Manufacturer narrative:
Additional information received noted that the shock impedance had increased and were out of range once again. During a follow up the various shock vector configurations were tested but the lowest shock impedances was in the triad configuration and thus a short terms follow up was scheduled, meanwhile the device was reprogrammed. No adverse patient effects were reported. This system remains implanted. Additional information was received which noted that an inquiry was made to technical services regarding a possible lead revision. It was confirmed that the shock lead impedances had been out of range and recorded up to 145 ohms. Technical services discussed possible indication for the out of range values, and discussed performing a high energy shock to confirm the integrity of the system. The field representative wanted to know if a 1j and then a max energy shock should be delivered. Technical service discussed that an energy of 1.1 j should usually be enough to detect an open condition ( lead fracture, connection issue such a loose setscrew). If the shock impedances are >125 ohms, if the initial 1.1j commanded shock returns an in range measurement, the clinician can also choose to deliver a max energy shock to ensure full integrity of the system. In case the true shock impedance would be greater than 140-150 ohms, the complete delivery of the shock energy can not be guaranteed. Finally technical services noted that if high shock impedances are confirmed, a system revision is recommended. At this time the system remains implanted and the patient is will be monitored by latitude.

Manufacturer narrative:
Additional information was received which noted that a commanded 1.1 j shock was performed which showed normal shock impedances. Then a 41 j shock was performed and in all configuration the shock impedances were > 120 ohms. A lead revision was planned.

Event description:
Boston scientific received information that this device triggered an alert due to high shocking impedances. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information, this investigation will be updated.

Manufacturer narrative:
It was noted that this lead was extracted with a laser and will be returned in pieces while the device was also explanted and will be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that the device was discarded and will not be returned.

Event description:
--